Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no new reportable findings. A probable root cause cannot be identified. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional.

Event description:
It was reported the camera head had a dark image. There were no reports of patient harm.